Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 12:00 pm, the patient¿s cgm indicated a glucose level of 117 mg/dl. Shortly thereafter, the patient went to a restaurant to meet friends. Around 12:30 pm, the patient experienced sudden speech impairment, he was unable to speak but remained aware of his surroundings. Concerned that he might be experiencing a stroke, the patient self-treated with a regular coke. No cgm or bg meter readings were reported at the time of the episode. Following self-treatment, the patient drove home and contacted his insurance hotline. He was advised to seek emergency care. Around 6:00 pm, a friend transported the patient to the emergency room. Again, no cgm or bg meter readings were documented upon arrival. In the ER, the patient underwent several diagnostic tests, including an MRI, EKG, and ultrasound of the arteries. At some point during treatment, the patient received IV dextrose. No cgm or bg meter readings were reported prior to administration. After treatment, the cgm showed a glucose level of 142 mg/dl, while lab blood work indicated 120 mg/dl. The patient was admitted for further evaluation, and a stroke was ultimately ruled out. He was discharged on (B)(6) 2025, with a bg meter reading of 220 mg/dl. No corresponding cgm value was reported at discharge. At the time of reporting, the patient stated he was feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.